Event description:
After six years of successful cochlear implant use, this pt developed a skin flap infection and their electrode array migrated through the tympanic membrane. Therefore, their doctor decided to explant the device and reimplant their with a new one. The reimplant was successful.